Manufacturer narrative:
No failed batt test alarm or button error alarm noted. Device had no button response due to corroded keypad traces. Unable to test for alarm due to no button response. Motor passed motor test. Device had cracked case at display window (all corners), cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. No crack noted on display window or on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.